Manufacturer narrative:
This information was originally inadvertently reported incorrectly on the initial MFR. Report.

Event description:
Further review of the in house programming history database showed that system diagnostics were run prior to the first interrogation on (B)(6) 2015, which was determined to be the cause of the programming anomaly.

Event description:
Three physicians who saw the patient during or around the time frame where the programming anomaly occurred were contacted. None of the physicians were able to remember intentionally programming the patient off or having any faulted diagnostic results which may have caused the unintended settings observed within the programming history database.

Event description:
The in house programming history database was reviewed and it was found that a programming anomaly had occurred. It was found that the settings were inadvertently changed from 2.75/30/250/30/5/3.0/250/60 to 0/20/500/30/60/1.0/500/30, which is indicative of a faulted diagnostic test. It is unknown exactly when the faulted diagnostic test occurred as there were 6 years of missing data between the 2 sets of programming data.